Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call, the insulin pump had alarmed unexpected restart. He changed the battery and the insulin pump prompt the customer to rewind/prime, the device alarmed compromised force sensor system. Customer's blood glucose was unknown. Troubleshooting was performed for the compromised force sensor. Customer declined any other troubleshooting. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. Customer agreed to return the device for analysis.